Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had increased upstream occlusion alarm frequency post-implementation of the software update. Heparin was infusing through a primary line and the pump was alarming upstream occlusion with old tubing during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.